Event description:
The technician alleged that the side rail would not latch. No pt impact.

Manufacturer narrative:
The technician found that the side rail center arm was broken. The technician replaced the side rail center arm to resolve the issue.